Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided. The customer stated qc was acceptable. The field service engineer (fse) found the sample probe rinse was insufficient. The fse adjusted the sample probe rinse level. Precision and qc results were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 4 patient samples tested for creatinine jaffe gen.2 (creaj2), calcium gen.2 (ca2), and glucose hk gen.3 (gluc3) on a cobas c 503 analytical unit. Patient 1 initial gluc3 result was 18 mg/dl. The repeat result was 98 mg/dl. Patient 2 initial ca2 result was 7.1 mg/dl. The repeat result was 8.7 mg/dl. The initial creaj2 result was 0.25 mg/dl. The repeat result was 1.14 mg/dl. The initial gluc3 result was 36 mg/dl. The repeat result was 113 mg/dl. Patient 3 initial ca2 result was 6.7 mg/dl. The repeat result was 8.1 mg/dl. The initial gluc3 result was 131 mg/dl. The repeat result was 192 mg/dl. Patient 4 initial ca2 result was 6.5 mg/dl. The repeat result was 8.3 mg/dl. The initial gluc3 result was 42 mg/dl. The repeat result was 98 mg/dl. The initial results were reported outside of the laboratory where they were questioned by the doctor and repeated. The repeat results were believed to be correct.